Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported they were first notified of the patient¿s complaint in february. It was noted a power on reset (por) occurred. It was noted the cause of the issue was not determined. It was stated no interventions were taken. It was noted they had not heard from the patient and ¿they must be doing fine.¿

Event description:
It was reported the patient's stimulator had not been working properly since (B)(6). It was reported the therapy was not working as expected.

Manufacturer narrative:
Product ID 8591-38, lot # d02214, implanted: (B)(6) 2011, product type accessory; product ID 37092, lot # 289420001, implanted: (B)(6) 2011, product type accessory; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 37752, serial # (B)(4), product type recharger; product ID 355531, lot # n294506, implanted: (B)(6) 2011, product type screening device; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2011, product type lead. (B)(4).